Event description:
It was reported that the patient felt his device fire and decided to send a latitude report to the clinic. The clinic stated the device was double reading (oversensing) his heart rate. The patient went in for a device check, but the clinic was unable to interrogate it. The patient went home and is being monitored by the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted.